Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
H6 - evaluation codes - corrected device and conclusion codes to reflect premature battery depletion.

Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg battery had depleted prematurely. The root cause of the premature battery depletion was due to an electrical degradation in the hybrid circuitry. This resulted in the ipg battery depleting at a higher than expected rate.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to connect with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.